Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb, energy storage capacitor, and inductor and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and observed extensive electrical damage to multiple components on the therapy pcb assembly due to excessive current. Further component cause could not be determined due to the damage.

Manufacturer narrative:
(B)(4). The initial medwatch report reads: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb, energy storage capacitor, and inductor and observed proper operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and observed extensive electrical damage to multiple components on the therapy pcb assembly due to excessive current. Further component cause could not be determined due to the damage. The initial medwatch report should read: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb, energy storage capacitor, and inductor and observed proper operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and observed extensive electrical damage to multiple components on the therapy pcb assembly due to excessive current. Circuit analysis determined the cause of the excessive current was due to a diode, designator cr44, on the therapy pcb assembly.

Event description:
It was initially reported that the device had an illuminated service indication and had logged an event code. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device had suffered extensive electrical damage on the therapy pcb assembly and would not have been able to deliver defibrillation therapy.